Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was not determined. It was noted that it was not known if the high impedances had resolved and if the patient was receiving adequate therapy as the issue had only occurred 2 days prior and the patient had not been seen by the physician. There were no further complications reported or anticipated.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the during implant it was noted that the bipolar pairs were within normal impedance range, but the unipolar all showed >4k ohms at 4v 360usec. The rep checked again while on the call and noted c3 and resolved. Caller stated the doctor had pulled the lead from the header block and cleaned it up multiple times. Caller stated the patient was getting motor response when testing with the case contacts. It was recommended to check all connections and set screws and retighten. It was also recommended to consider setting up a program to run for a period of time to see if there was a change in impedance and test at a higher voltage if medically appropriate. It was noted that the case values were not typically used for therapy with this system. It was noted that it was up to the healthcare provider's discretion to close up the patient. No symptoms were reported. No further complications were reported or anticipated.